Event description:
Per the info provided to co by the physician's office, the device was removed due to "a leak," as rptd to co, only the pump was removed and replaced, leaving the rest of the device in place. 5/9/97 - upon receipt of the physicians/surgeons operative rpt, he stated... "Postoperative diagnosis: failed penile prosthesis. Operative procedure: revision of prosthesis with replacement of the pump. Summary: incision was made in the scrotum over the pump, carried down to expose and remove the pump. There was one connector between the reservoir and the pump. The other two connectors were prejoined. All of these were disconnected. The leak was seen in the junction between the tubing and the pump. It appears as if a seal had broken. The pump was removed. A new pump was positioned and joined into the tubing line with straight snap lock connectors after the entire system was irrigated with saline and reservoir filled with 75 cc. Of saline. The pump was repositioned into the scrotum inferiorly as possible."